Manufacturer narrative:
Batch review performed on 25 september 2020: lot 1910312: (B)(4) items manufactured and released on 18-feb-2020. Expiration date: 2025-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional item involved in the event, batch review performed on 25 september 2020. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k1121159 lot. 177682 lot 177682: (B)(4) items manufactured and released on 24-may-2018. Expiration date: 2023-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner 1 month after primary. The surgery was completed successfully.